Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of right ventricular (rv) signals on the atrial channel. At this time, ra sensitivity was programmed to 0.25 mv and p-waves were 2-5mv. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ICD remains in service. No adverse patient effects were reported.